Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in. The blood glucose meter test and download test could not be performed due to the blank display. The insulin pump had minor scratches on the display window.

Event description:
Customer reported that insulin pump has a blank display. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).